Event description:
It was reported that the ilet displayed dosing stopped with a prompt to connect cgm after a freestyle libre 3 plus sensor had been started in the manufacturer¿s app instead of the ilet app, resulting in the sensor being in use by another device and preventing sensor connection and automated dosing. No adverse clinical symptoms were reported. Outcomes included temporary interruption of automated insulin dosing and transition to multiple daily injections until a new sensor could be obtained and started in the ilet app with no health impact. User support included troubleshooting and user education on correct sensor pairing and app workflow. Investigation of this case revealed that the sensor was intentionally started on a non-ilet application, consistent with use error and device use incompatibility rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to starting the sensor outside the ilet app.